Manufacturer narrative:
The date of the device implantation was an unspecified day in (B)(6) 2021. On (B)(6) 2021 is indicated in the report as the date of implantation, as it is the earliest possible date of implantation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events/complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, also according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU): the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: chronic type b dissections , acute uncomplicated type b dissections, and adjunctive surgical or interventional procedures may be required to treat type b dissections.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2021, the patient underwent an endovascular treatment for a type b dissection using a gore® tag® conformable thoracic stent graft with active control system (diameter: 31mm). On an unknown date, a distal stent graft-induced new entry (d-sine) and a false lumen enlargement in thoracoabdominal area were observed. On (B)(6) 2022, a reintervention was performed. At this time an additional gore® tag® conformable thoracic stent graft with active control system was implanted from inside the previously implanted device. It was implanted to just above the celiac artery. A petticoat device was then implanted distal of the new gore® tag® conformable thoracic stent graft with active control system to the terminal aorta. Ballooning was performed to the petticoat device and the false lumen almost disappeared. An angiography revealed that there was an entry, which possibly had existed from before original procedure, distal to the gore® tag® conformable thoracic stent graft with active control system, but the physician decided to monitor it due to the thrombus in the false lumen. The procedure was concluded.